Event description:
It was reported the camera head failed to establish a connection with the video processor and the system response to the microchip query indicated that the endoscope was not connected as well had a black screen. The issues occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor corrosion on the ccd. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is due to faulty cable unit. The most probable cause of the complaint is no problem detected (the camera head failed to establish a connection with the video processor; the system response to the microchip query indicates that the endoscope is not connected) and cause not established (no image and minor corrosion on the ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.